Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Lead remains in use.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. High thresholds, no capture, poor sensing, and very small r-waves were noted, with a diagnosis of lead dislodgement made. The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. High thresholds, no capture, poor sensing, and very small r-waves were noted, with a diagnosis of lead dislodgement made. However, fluoroscopy showed that the lead had "not particularly moved." The lead was successfully repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.